Event description:
Right knee pain [arthralgia], swelling, small amount of joint fluid was aspirated [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from an orthopedist regarding a (B)(6) female pt, initials s-h, with gonarthrosis of right knee. The pt's medical history was significant for previous treatment with synvisc (two courses) with no adverse events until the second course. The pt's concomitant diseases included lumbar spinal stenosis, obesity, low back pain and pain of lower extremities. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) at a dose of 2ml (route and frequency not provided), third course into right knee. The lot number for synvisc was not provided. On the same day, around 23:00, the pt visited the emergency dept complaining of intense knee pain, underwent arthrocentesis which did not show accumulation of joint fluid and was prescribed loxonin (loxoprofen) as treatment. The pt also developed swelling on the same dat. On (B)(6) 2013, the pt still complained of pain when she visited the hospital as an outpatient. The pt underwent arthrocentesis and a small amount of joint fluid was aspirated (right knee effusion). Afterwards, the pt received suvnyl (hyluronate sodium) by which the knee pain improved and resolved subsequently. On the same day, the pt recovered from the event of swelling. On (B)(6) 2013, suvenyl was administered and no problem occurred. The outcome of the event of right knee effusion was not provided. Concomitant medications reported include lyrica (pregabalin), takepron (lansoprazole), bo-fu-tsu-sho-san (herbal extract nos), loxonin (loxoprofen) and mohrus (ketoprofen) tape. The intensity of all the events was not provided. The reporting physician assessed the causal relationship between synvisc and the events of knee pain and swelling as definite and did not provided for the event of right knee effusion.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.